Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was not given. The alert occurred during the rewind process. There were some motor error alarms in the insulin pump's alarm history. No further information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer's blood glucose was normal and that the customer was in good health.